Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device fell into the patient¿s duodenum when the endoscope (tjf-q290v) was withdrawn from the patient after a stent placement during an endoscopic retrograde cholangiopancreatography (ercp). The physician retrieved the subject device using an unspecified grasping forceps and completed the procedure. The user facility found a tear on the subject device after the procedure. The user facility stated that this phenomenon was attributed to the physician's rough handling, not the malfunction of the device. There was no report of patient injury.